Event description:
In about 2004, a transvaginal mesh (tvm) was implanted to treat urinary incontinence. It was reported that complications set in and have, "all but ruined her sex life." Her husband something scratching him. The pt reported, "and I was in a lot of pain, like a gut punch during intercourse. I saw a gynecologist but she just prescribed medication, like a lubrication." "Is my sex life over?" Asks transvaginal mesh victim (B)(6) 2011. Www.layersandsettlements.com/articles/transvaginal-mesh-tvt-sling/interview-sling-transvaginal-mesh-4-17268.html.

Manufacturer narrative:
It is unk if the implanted tvm mesh is an ams device. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.